Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) bnpt5410, (3i t3® with dcd® tapered implant 5/4 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant fractured at the collar region. Signs of use, apparent bone / tissue attached to external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022101320. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022101320 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.11, the most likely root cause determined from the investigation is clinician does not follow recommended protocol for implant placement and final seating (e.g., does not tap in dense bone) therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes" .

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant flowered during placement, implant was removed. Site 31. Procedure was not completed using another implant or another device.